Event description:
Procedure type: open esophagectomy. According to the reporter: it was difficult to connect the orvil anvil to the instrument during the surgery. After several attempts, a new eeaxl25 instrument was used and the connection was successfully. No tissue reinforcement material used and the donuts were normal/complete. The surgery lasted four hours. Six days post-operative, there was a leak in the esophagus, and a stent was placed. Also, a CT scan with contrast-agent was performed of the anastomosis. The patient's condition has improved, and is under observation.